Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered an alert for out-of-range/high rv defibrillation coil impedance when the impedance level exceeded the programmed upper alert threshold. Follow up revealed that the patient was brought into the office and the alert level was adjusted but no reprogramming was completed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead triggered an alert for high / undefined pacing impedance. Reprogramming was completed and the lead currently remains in use. No patient complications have been reported as a result of this event.